Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit was broken and therefore the image was not displayed. The deformed outer tube cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope's charged coupled device (r-unit) was broken, no image was displayed, and the outer tube was deformed. There was no patient involvement.